Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing elevated blood glucose levels; it was above 600. At the time of the phone call, the customer's blood glucose was 579 mg/dl which was treated with both, the insulin pump and with manual injection. The customer stated that after performing an infusion set their blood glucose started to decrease and was above 400 mg/dl. No troubleshooting was performed at the time of the phone call. Nothing further was reported.